Event description:
It was reported that the device was in back up vvi mode after external defibrillation was performed for atrial flutter. A successful software download was performed, and the device was restored to normal settings.